Event description:
The customer reported the unit had a chirping red x, op check tests failed pacer/defib tests w/test load.

Manufacturer narrative:
The customer reported the unit had a chirping red x, op check tests failed pacer/defib tests w/test load. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.